Event description:
Confirmed false (B)(6) advia centaur xp (B)(6) results were obtained by the customer on two patient samples. The discordant samples were sent to a reference laboratory for repeat testing due to the initially low (B)(6) index values and the results were negative. The customer had expected the values to be non reactive due to the patients clinical picture. There was no known report of patient treatment being altered or adverse health consequences due to the discordant (B)(6) assay results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection and performed a total service visit. The fse found no system issues that may have contributed to the discordant results. The initially (B)(6) results were confirmed as (B)(6). No conclusion can be drawn. The instruction for use (IFU) states the following in the limitation section: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings". The instrument is performing within specifications.